Event description:
Customer reported a cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred, prompting support to replace the pump. Customer was advised to use multiple daily injections as backup therapy and understood instructions for returning the problematic pump and receiving the replacement.